Manufacturer narrative:
Please reference related 1 of 5 manufacturer report no: (B)(4). This event is related to the dislocation/embolization. Please reference related 2 of 5 manufacturer report no: 2015691-2019-00611. This event is related to the stroke. Please reference related 3 of 5 manufacturer report no: 2015691-2019-00612. This event is related to the major and minor vascular complications. Please reference related 4 of 5 manufacturer report no: 2015691-2019-00614. This event is related to the conduction disorders. Please reference related 5 of 5 manufacturer report no: 2015691-2019-00616. This event is related to the valve in valve procedure.

Event description:
Through the review of the medical article ¿aortic valve replacement after previous heart surgery in high-risk patients: transapical aortic valve implantation versus conventional aortic valve replacement¿a risk-adjusted and propensity score-based analysis¿ corresponding author dr. Maximilian scherner et al. The following events were identified as pertaining to edwards devices: in the group of patients who underwent ta-avi as a secondary cardiac operation (redo ta-avi) with an edwards sapien valve, the following 30-day outcomes were observed: 3 patients died from a cardiovascular cause. 1 patient was converted to conventional avr due to valve dislocation and died. 1 patient had a major stroke. 1 patient had a transitory ischemic attack. 3 patients suffered from both major and minor vascular complications. 1 patient suffered from a new left bundle branch block and 3 patients required new permanent pacemaker implantation due to new atrioventricular block, third degree. 2 patients required unplanned valve-in-valve implantation. 8 patients suffered from grade ii aortic regurgitation. 4 patients required unplanned cardiopulmonary bypass use.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.